Manufacturer narrative:
Depuy synthes spine does not use therapy dates as required. As a result, today's date has been entered into required field. A follow up report will be filed upon completion of the investigation. Discarded by customer.

Manufacturer narrative:
The expedium t20 screwdriver shaft was discarded by the customer and is not available for evaluation. Review of the device history record cannot be performed as the lot code is unknown. Without the product samples we are unable to confirm the reported issue or identify the root cause. In the absence of the product samples, lot numbers, or observed trends, this complaint will be closed with no further action required.

Event description:
International affiliate reports the patient underwent a procedure for removal of a pelvic infix. The distal tips of two expedium t20 screwdriver shafts became stripped during usage. Additionally, the tip of one of the two t20 screwdriver shafts broke off from the instruments. X-ray was taken to ensure that the broke tip was not left in the patient. The broken tip was not found. Another screwdriver was used to complete the procedure. Affiliate reports the difficulty resulted in a five minute delay to the procedure and that there were no adverse consequences to the patient. This medwatch report is being filed for the expedium t20 screwdriver shaft with the broken distal tip. The second expedium t20 screwdriver shaft with the stripped, but intact tip, is a concomitant device.